Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no act or escape button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratched display window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported the customer was having issues with the keypad on the insulin pump. Customer stated the down arrow was responding but a few days ago the device alarmed button error. Customer does not recall what caused the alarm or blood glucose level. Customer all ready reverted to back up plan. No further information reported.